Event description:
It was reported that during photoselective vaporization of the prostate with this fiber, the aiming beam started to forward fire. The fiber was replaced and the procedure was completed without reproted complications.

Manufacturer narrative:
G1: manufacturing site updated. G1: manufacturer contact person updated. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified that there was a fiber cap detachment as it was not returned with the fiber and therefore, the levels of devitrification and detritus could not be determined. The fiber was functionally tested with the hene (helium-neon) laser fixture, the testing conducted found no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. With all the available information, boston scientific concludes that, the reported forward firing is confirmed as analysis of the returned fiber identified that the glass and metal caps were detached. It is probable that the metal/glass cap detachment occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including metal/glass cap detachment. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselective vaporization of the prostate with this fiber, the aiming beam started to forward fire. Analysis of the fiber identified a fiber cap detachment. The fiber was replaced and the procedure was completed without reproted complications.